Event description:
It was reported that a solyx single incision sling system was implanted into the patient on (B)(6) 2013 for stress urinary incontinence, with concomitant hysterectomy. On (B)(6) 2013, the patient returned and reported continued stress urinary incontinence and leaking large amounts of urine with stress activities or urge. A post-void residual (pvr) test had normal results; however, a 10 mm area of mesh exposure was noted upon exam. The patient could not be treated with estrogen cream de to her history of breast cancer. The physician prescribed toviaz 8 mg per day to treat the incontinence and plans to remove the sling and replace it with a retropubic sling if there is no improvement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information (B)(4) 2014: the mesh exposure was located at the vaginal area of the suture line.

Event description:
It was reported that a solyx single incision sling system was implanted into the patient on (B)(6) 2013 for stress urinary incontinence, with concomittant hysterectomy. On (B)(6) 2013, the patient returned and reported continued stress urinary incontinence and leaking large amounts of urine with stress activities or urge. A post-void residual (pvr) test had normal results; however, a 10 mm area of mesh exposure was noted upon exam. The patient could not be treated with estrogen cream de to her history of breast cancer. The physician prescribed toviaz 8 mg per day to treat the incontinence and plans to remove the sling and replace it with a retropubic sling if there is no improvement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.